Manufacturer narrative:
One device was returned for analysis. Visual inspection showed dents in the housing and a defective lcd. The tamper seal was not broken. Review of the event history log (ehl) showed a high pressure alarm. A functional test was performed and the reported issue of an alarm was not duplicated, however dents to the housing and a defective lcd were confirmed. The most probable cause of the damaged lcd was due to user and the most probable cause of the alarm was due to the downstream sensor or cassette. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3, d4: UDI, g4: 510k are unknown.

Event description:
It was reported that the pump exhibited a power on alarm. The lcd was distorted. It is unknown if there was patient involvement, no adverse patient effects were reported.